Event description:
The customer reported that the device failed to acquire a 12-lead ECG on a pt who subsequently had a vf arrest and died.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.